Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl at the time of incident, then blood glucose level came down to 300 mg/dl, then customer woke up with a blood glucose level of 50 mg/dl and current the blood glucose level was 200 mg/dl. Customer was frustrated and treated for the low blood glucose level by eating sugar. Customer reports the infusion set cannula was bent. Offered to troubleshooting for high and low, blood glucose and customer declined, but they did want to troubleshooting for bent cannulas. The devices will not be returned for analysis.